Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the therapy upgrade extraction of the right ventricular (rv) lead. Extraction difficulties were encountered where the ra lead broke apart and the tip remained in the body. The patient underwent an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laborator only the proximal segment of the lead was returned, the distal segment was separated with a combination of electro-cautery and being pulled with a force which exceeded the strength of the lead body, the distal portion of the lead was not returned.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the therapy upgrade extraction of the right ventricular (rv) lead. Extraction difficulties were encountered where the ra lead broke apart and the tip remained in the body. The patient underwent an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the therapy upgrade extraction of the right ventricular (rv) lead. Extraction difficulties were encountered where the ra lead broke apart and the tip remained in the body. The patient underwent an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory only the proximal segment of the lead was returned, the distal segment was separated with a combination of electro-cautery and being pulled with a force which exceeded the strength of the lead body, the distal portion of the lead was not returned. The associated investigation has determined that this lead's separation during removal results from a mixture of lead handling, patient anatomy, and lead design.